Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the exact complaint. The top lens was cracked and foggy. The printed circuit board was inspected with no signs of damage. The electromagnetic field immunity test was out of specification. The cable insulation was damaged.

Event description:
It was further reported that the programmer head had been returned.

Event description:
It was reported that there was an interrogation/telemetry problem with the programmer's radiofrequncey head (rf). The rf head will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.